Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 2 years, 1 month. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2018, the patients inr was 4.8. Gastroenterology (gi) was consulted and the patient underwent an esophagogastroduodenoscopy (egd) on (B)(6) 2018. The egd revealed a linear erythematous mucosa with some fresh blood adherent to it located in the lesser curvature of the stomach. No ulcer or arteriovenous malformations (avm) were noted. Two hemoclips were placed to close the mucosal defect. Gi was unsure if this lesion represented the likely source of the patient¿s gi bleed and on (B)(6) 2018, the patient had dark red stools with a drop in hemoglobin. On (B)(6) 2018, a colonoscopy showed oozing spontaneous bleeding from 2 different sites of slightly prominent vessels in the cecum (status post 2 hemoclips) & proximal ascending colon (status post hemoclip x 1). There was no blood noted in the terminal ileum. The patient received a transfusion of 1 packed red blood cells (prbcs) on 20feb2018. The patient was maintained on octreotide 100 mcg intravenously which was given twice a day. However, octreotide was discontinued upon discharge as the insurance would not cover this medication as outpatient. No additional information had been provided.